Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient complained of muscle stimulation. The patient went to hospital. It was found during interrogation that the right atrial (ra) lead exhibited loss of capture at maximum output and p-waves had dropped. A chest x-ray confirmed that the ra lead dislodgment. The patient had no symptoms from this dislodged atrial lead. The phrenic nerve stimulation was caused by high output pacing from the patient's new rv lead. The ra lead was explanted. No additional adverse patient effects were reported.